Event description:
A confirmed motor stall with no recovery was reported. It was stated that the motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it is completed.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Event description:
It was later reported that the patient's pump administered lioresal. The pump was stalled for 36 minutes due to the patient having had an MRI. The motor stall recovered. An MRI on (B)(6) 2012 revealed "multilevel disc bulges" with no significant herniation or protrusions. The patient was noted to have no symptoms and "felt fine". No hospitalization was required.

Manufacturer narrative:
(B)(4).